Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed internal driveline wire damage that could have contributed to the reported hazard alarms and pump stop events captured in the submitted log files. (B)(6) was returned assembled with the driveline (dl) cut approximately 3¿ from the pump housing. A middle dl segment was returned measuring approximately 11.5¿ and the remaining distal portion of the dl was returned measuring approximately 26¿. Evidence of a previous distal end driveline repair was observed on the 26" dl segment (see (B)(4)). The inflow conduit flex section was severed medially, and the inlet tube and the proximal half of the flex section were not returned. The inlet elbow and the distal half of the flex section were returned attached to the pump¿s inlet port. The outflow conduit (outflow elbow, outflow graft, and outflow graft bend relief) was returned attached to the pump¿s outlet port. The outflow graft and bend relief had been severed adjacent to their respective hardware, and the remainder of the outflow graft and bend relief material was not returned. (B)(6) appeared to have been exposed to a fixative agent prior to its return for evaluation. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the returned dl segments did not reveal any discontinuities or shorts. Upon removal of the dl layers, visual inspection of the middle dl segment wires revealed breaches in the insulations of the black, brown, green, and orange wires, approximately 7.5¿ from its proximal end. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Further inspection of the remaining driveline segments did not reveal any obvious breaches to the wires. The wires were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. If the exposed conductors of any of the damaged wires contacted the braided shield while the system was operating on a tethered power source (such as the power module or mobile power unit), the resulting short to ground would have resulted in pump stop events confirmed through the submitted log files. Additionally, similar events would have occurred if the exposed conductors of the damaged wires contacted the braided shield simultaneously or if the exposed conductors from two wires of different phases contacted each other while the patient was connected to battery power or the ungrounded patient cable. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. B) and the heartmate ii patient handbook, document (rev. C) are currently available. Sections 6 and 8 of the heartmate ii IFU, as well as sections 4 and 6 of the heartmate ii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Lastly, this handbook contains important warnings related to pump stops. Section 7 of the IFU and section 5 of the heartmate ii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the labs taken during the patient's ICU admission were unremarkable. No further alarms had occurred. The patient underwent a heartmate ii to heartmate 3 pump exchange on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced pump stops and driveline disconnected alarms. The patient's controller was exchanged for their backup controller, but this did not resolve the issue. The patient was admitted; x-rays and labs were taken and a computerized tomography (CT) scan and echocardiogram (echo) were performed. Results were requested but not yet provided. Related controller MFR #: 2916596-2023-02101.